Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue.  Physio then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was attempting to boot-up, without ever completing the boot-up cycle. The customer advised that it appeared to be stuck in a loop. There was no patient use associated with the reported event.